Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that the lens of endoscope was noted to be broken. No further information is available.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The 0 degree endoscope plus was analyzed and found the distal window located at distal tip was visually inspected and found cracked. Additionally, the endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable intergraded connector housing exhibited discoloration. The complaint regarding lens is broken was confirmed by failure analysis. The probable root cause of the cracked lens is attributed to damage during use or improper handling. The root cause for cable connector discoloration is typically attributed to component failure, such as material degradation.